Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A repair quote is being prepared. No add'l info has been disclosed.